Event description:
Reportedly, during patient use, power pac battery was not recognized by the ventilator. A "switched to backup battery" alarm occurred when the unit was connected to the power pac battery and ac cable. Medical intervention was required as a result of this malfunction. There was no reported serious or negative patient consequences.

Manufacturer narrative:
(B)(4).